Event description:
It was reported that the customer went to the hospital with high blood glucose over 500 mg/dl. Customer had been experiencing inaccurate sensor readings and stated he did not give himself treatment, since he was basing treatment on sensor readings. Customer stated he did not remember the date of the emergency room visit. At the time of the report, customer stated the sensor readings were between 300 to 400 mg/dl or under 40 mg/dl and he checked himself and his blood glucose was 80 mg/dl or not low but normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.